Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, a 10 mm cr articular surface would not seat onto the tibial plate and was found to be deformed after several attempts made in the correct orientation without success. The deformed component was not implanted, and a replacement of the same thickness was utilized to complete the procedure. The surgical technique was utilized, there was reported a delay from 5 to 10 minutes. Attempts have been made and no further information has been provided.